Event description:
Philips received a complaint from the service engineer, reporting that the v60 ventilator had a misalignment in the touch position. There was no patient involvement when the issue occurred. No patient or user harm reported. A philips service engineer (se) reported that a calibration was performed; however, the issue was not resolved. The se noted that the touchscreen was then replaced, and the issue was resolved.

Manufacturer narrative:
The suspected touchscreen was returned to philips for evaluation. The technician documented the following conclusion, "the product investigation lab (pil) technician was unable to confirm the complaint of 'touchscreen issue' and ¿misalignment in the touch position was confirmed¿ mentioned within the complaint. The touchscreen flex circuit successfully passed all resistance tests."